Event description:
It was reported that the patient's implantable neurostimulator was replaced on (B) (6)2009 and since then, the device has turned itself off on a daily basis. The patient experienced a return of symptoms when the device was turned off. The patient experienced similar symptoms prior to device replacement. Electromagnetic interference was suspected. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).